Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2014 was angioplasty at the right radial artery in a patient for haemodialysis in the distal portion of the forearm. After about 2 hours, the patient underwent an echograph exam due to a sudden hematoma at the third middle distal of the right arm. The investigation showed pseudo-aneurysm at the level of the puncture site. Thrombin was injected via percutaneous access into the pseudoaneurysm cavity to fill the pseudoaneurysm. Then an angioplasty is performed with balloon 3 mm x 80 mm with good clinical result. There was no resistance reported during advancement or retraction of the guide wire in the anatomy. The day after, during echograph control, the presence of an extraneous body in the radial artery lumen and afferent vein was observed. An x-ray was performed and confirmed the presence of the body. The extraneous body was determined to be a portion of the guide wire (length: about 25 cm) used the day before. With a lace catheter and access from the afferent vein the guide wire was taken out. The patient is reported to be fine with a normal functioning arteriovenous fistula. No additional information was provided.